Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the left ventricular (lv) lead was found to have failed to capture and had high impedance measurements. The lv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.